Event description:
The user facility reported that the tr band may have become deflated during use following a procedure. The following information was provided by the user facility: (1) 18ml of air was recorded to have been inserted into the band during placement; (2) during extraction of the air only 12ml was noted to be removed after ¿complete reduction¿; and (3) the patient was reported to have had no issues as a result of the event.

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4) for evaluation. Thorough inspection and testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. There is no indication that the cause of the reported deflation was related to a device defect based on the results of the returned sample evaluation. Qa has conjectured that the reported air leak may have been caused by some sort of foreign material becoming temporarily caught in the back flow valve. However, there was no evidence of any such foreign material in the returned device so this theory cannot be confirmed. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: (1) "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and (2) "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).